Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown liner, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02272, 0001822565-2019-02273, 0001822565-2019-02274. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; b7; g3; g4; h2; h3; h6. Corrected: d7. D7: blank as this device remains implanted. Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to in-vivo corrosion and altered local tissue response. During the surgery, milky cloudy fluid was noted along with tissue hinged and fibrotic. Black film on the trunnion consistent with trunnionosis along with fretting and corrosion reaction was noted. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient was revised due to n-vivo corrosion, wear, and altered local tissue response approximately 8 years post implantation. Black film on the trunnion consistentt with trunnionosis along with fretting and corrosion was found. Attempts have been made and additional information on the reported event is unavailable.